Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm that appeared on the home choice (hc) during initial drain. The hp stated that there was a big bubble in the patient line. Gts advised the hp to end therapy and start over with new supplies. Gts then walked the hp through the ending therapy early procedure. The hp ended therapy and was going to start over with new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.